Event description:
The customer reported to customer service that she bought a pump in style 3 years ago and is using it again with her next child. When she went to plug in the transformer she noticed exposed wires on the cord. She turned the pump on and she saw a spark coming from the transformer were the wires were exposed.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made as to the cause of the event. However, the customer stated that the exposed wires on the transformer sparked, which is a safety risk. As a result of CAPA (B)(4)which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.